Event description:
Per dr. Rafiee, lost of integration, the implant fell out. Dr. Would like, replacement.

Event description:
Per dr. (B)(6), lost of integration, the implant fell out. Dr. Would like, replacement.